Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 1.5 years after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost integration. Clinician became aware of the failure when removing the bridge. Clinician reports an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 1.5 years after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost integration. Clinician became aware of the failure when removing the bridge. Clinician reports an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 1.5 years after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost integration. Clinician became aware of the failure when removing the bridge. Clinician reports an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).